Manufacturer narrative:
Per the customer: "the infusion was not checked to make sure the blue clip was entirely loose from the IV tubing. The IV tubing was partially clamped although the clamp itself was completely free from the insertion slot. Due to the slower rate of the infusion, the upstream occlusion alarm did not go off (or was dismissed without checking), and the partially clamped IV line was missed by multiple nurses before being discovered. This event was operator error and not a mechanical one." As the customer has reported that the under-infusion failure results from operator error and the described use of the pump contradicts the spectrum iq user manual, which is shipped with every spectrum device, the issue will be attributed to use error. Per the manual: "make sure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions.". Additionally, "the upstream occlusion detector may not detect partially occluded tubing. Always check to make sure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." It has been concluded that an improper partially clamping of the pump in this instance would result in the described lower flow rate while not enabling upstream occlusion detection, per spectrum iq user manual. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy of argatroban at the intensive care unit. Infused half dose of a medication over two days due to a clip placement. The customer added that the nurse did not fully open the blue slide clamp on the IV tubing on the spectrum iq infusion system, therefore, the argatroban infusion was not infused in the prescribed time. The reporter stated the infusion was not checked to make sure the blue clip was entirely loose from the IV tubing. The IV tubing was partially clamped although the clamp itself was completely free from the insertion slot. Due to the slower rate of the infusion, the upstream occlusion alarm did not go off (or was dismissed without checking), and the partially clamped IV line was missed by multiple nurses before being discovered. This event was operator error and not a mechanical one. There was no known patient injury or medical intervention associated with this event. No additional information is available.